Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient developed early stage seroma and infection, also, experienced a rupture in the smooth high profile xtra 700cc breast implant, and underwent a drain placed. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth high profile xtra 700cc breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 9, 2021, mentor became aware that patient also experienced device extrusion post procedure. As a result, patient underwent removal and replacement with a like device. Reason for device explant and/or reoperation: seroma, rupture. The updated investigation of the returned device was completed by the failure analysis lab on april 26, 2021. Device evaluation summary: according to the information received, the patient developed early stage seroma and infection, also, experienced extrusion, a rupture in the smooth high profile xtra 700cc breast implant, and underwent a drain placed. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth high profile xtra 700cc breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 700cc mentor memorygel breast implant experienced right sided seroma and rupture post procedure. Patient was experienced right sided pain and had a fever 5 weeks post operatively. On an unspecified date patient underwent a surgical procedure, patient had a weakening incision with straw color fluid leaking. Fluid cultures came back negative with no growth. Patient was given antibiotics. On (B)(6) 2020, additional sutures were added to right side. As a result, patient underwent removal with no replacement on (B)(6) 2020.